Event description:
It was reported an issue with novosyn chd suture in a post market clinical follow-up study. It was reported a persisting wound infection. The indication of the study is phlegmonous appendicitis in adult patients. In this case, the adverse event occured in a female patient of 45 years old, 82 kg and 166 cm (patient no. (B)(6). This patient underwent a surgery on (B)(6) 2022 and a surgical site infection (ssi) in the paraumbilical position of the trocar was detected on (B)(6) 2022, and it is still on-going. The suture used for skin closure (novosyn chd) was removed on (B)(6) 2022 and no other remedial actions were taken. It was considered a non-serious complication, mild as intensity of the event and it was resolved without sequelae. It is also stated that the causal relationship was related to the non-resorption (prolonged resorption) of the suture material used due to "wick-like" effects and there is a possible causal relationship with the surgical procedure. According to the information received, this is a common event expected in the clinical routine for the surgery performed. No more information has been provided.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are two previous cases of this code-batch regarding a similar issue that also come from a post-market clinical follow-up investigation and from the same center. Both cases were closed as not confirmed after analysis. We manufactured and distributed in the market 432 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. We have received 10 closed samples for analysis, 5 of them have been used for the degradation test and 5 for the sterility test. In addition, we have received a picture showing suture rests in the sutured wound and redness and/or infection around the wound. Tightness test to the samples received has been performed and the units are tight. Degradation test results conducted on 5 closed samples received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 1.16 kgf in average and 1.04 kgf in minimum. B. Braun surgical requirement is 0.50 kgf in minimum. These values are in the usual range for this thread and size. Furthermore, degradation test results conducted on samples before releasing the product after 14 days in a 0.9% nacl solution at 37ºc were 1.30 kgf in average and 1.25 kgf in minimum and fulfil b. Braun surgical requirements: 0.50 kgf in minimum. On the other hand, sterility test has been performed to the other 5 units. 3 replicates were sown in tsb (tryptone soya broth) medium and 2 in ftm (fluid thyoglicollate medium) medium; and they were incubated for 14 days at 20 ºc - 25 ºc and 30 ºc - 35 ºc respectively. After 14 days of incubation in tsb and ftm medium, the samples remained absent of turbidity (bacterial growth). Therefore, the analyzed samples fulfil the specifications for the sterility test. As stated in the note/precautions of the instructions for use of the product, "skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® chd may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process.". On the other hand, in the instructions for use of the product is also stated that "the following side effects may be associated with the use of this product: transient local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, hardening of tissues (subcuticular tissues). In rare cases, allergic reaction, contact dermatitis or anaphylactic shock have been reported with chlorhexidine contact.". According to the results of the tests realized to the closed samples received from the customer and the batch manufacturing record review, the product complies with our specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.